Manufacturer narrative:
H3, h6: part of the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A visual inspection revealed the needle overmold assembly is severely bent. No suture or anchors were returned. The depth limiter button is not in the default position. The actuator button is not in the default position. A functional evaluation revealed the actuator tip is seized. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a meniscus repair, the t2 implant of the "fast-fix 360" could not be deployed. It is unknown if there was a delay and the procedure was finished with a smith and nephew back up device. No other complications were reported.